Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for daughter via phone call for high blood glucose. Blood glucose was 50 mg/dl. Patient's current blood glucose was 144 mg/dl. Customer has treated with glucose tablets. Patient has been experiencing low bgs for 1 day. Customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.